Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation procedure, air was aspirated into the syringe that was connected to the extension port of the sheath after inserting an advisor catheter into the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.